Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock was diagnosed as being faulty. The customer canceled the service call.

Event description:
The customer reported that the system displayed a "kv on in error" message. This error is likely to cause the system to shut down uncommanded. There is no report of patient injury associated with this event.